Manufacturer narrative:
(B)(6). Device manufacture date: this device was manufactured in november 2015. Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the suspect device broke during a surgical procedure. The needle was removed surgically with tweezers under local anesthesia, supported by the anesthesiologist and surgeon. The patient's hospital stay was not prolonged as a result of this incident and at the time of report, the patient was reported to be stable.

Manufacturer narrative:
Device evaluation: result - no sample was returned for evaluation. Six retention samples from the affected lot number 1511002 were taken for testing. Visual inspection was performed and no damages were confirmed. Cannula pull force was performed to verify the force to remove the cannula from the hub. Acceptable results were obtained. No qn's or other events that could be related to the complaint have been confirmed. On checking the lot history records, bd did not find any such defect in the lot files. No machine breakdowns or unusual events occurred during the assembly of this lot. One ncmr was opened for cannula without flaring. This defect is not related to the complaint. The cannulas used for this lot met incoming inspection requirements. Visual in-process and final inspections are performed on the needle assembly and all met qc specifications. There were no failures identified. During molding process, visual in-process inspections (B)(4) are performed by the operator. These include: particles in the product, incorrect gauge/length, pull force, burrs, bubbles, hub/handle damaged, cannula without flaring. During packaging process, the operator performs 100% visual inspection of the product. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode. Without the affected sample it is impossible to determine the main root cause. The 25ga is one of the thinnest cannulas and can easily be bent and if continued to be used can break off during use. If the needle were bent in the assembly, the user would have been able to detect it when removing the shield. The most probable root cause is that the user made contact with hard tissue or bone, bent the needle, and continued to use it until it broke.